Event description:
The customer reported that the system displayed an error was unable to perform fluoroscopy x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative evaluated the system but no conclusion can be drawn as repair information is not available.